Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right atrial lead, which caused inappropriate automatic mode switch (ams) episodes. The physician decided to take no further action. The patient was stable. Related MFR number: 2017865-2015-01067.